Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One certain® titanium large hexed screw (ilrght) was returned for investigation. Visual inspection of the as returned product identified a fracture below the neck, near the screw threads. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were four additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative IFU (p-iis086gr rev. E 11/2015) & biomet 3i restorative manual (instrm rev b 10/15) information identified: warnings, precautions, potential adverse effects. Complainant reported that the doctor reported screw fractured. The reported event was confirmed as visual inspection identified the screw fractured across the threads. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmer biomet (B)(4). Implant date and explant date were not provided and are unknown. Additional PMA/510(k) number: k072642.

Event description:
It was reported that an abutment screw fractured within an integrated implant. The implant remains implanted.